Manufacturer narrative:
E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a peripheral intervention the 6f angio-seal was advanced over a guidewire through the arteriotomy. The first and second click seemed normal however, upon pulling back to compact collagen, the entire device came out meaning that the staff had to hold manual compression. It seemed that the footplate, collagen, and suture are inside the modified angio-seal sheath. They believe this may have occurred because of a tortuous tissue tract. There was no blood loss. A pre-deployment angiogram was performed. The reported event did not result in patient injury. Additional information was received on 10dec2024: the procedure sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).